Event description:
A nif-tee non-rebreathing t-piece was connected to the inspiratory port of a critical care ventilator. When the ventilator was turned on during routine testing, the nif-tee non-rebreathing t-piece occluded the circuit completely. The nif-tee non-rebreathing t-piece was inspected by biomed and found to be assembled improperly. One of the two check valves in the nif-tee non-rebreathing t-piece was installed backwards occluding air movement in both directions. The defective nif-tee non-rebreathing t-piece was removed from the circuit and the ventilator functioned properly.